Event description:
Olympus (osh) was informed that the customer inner sheath¿s has a broken component defect, ¿ceramic tip is broken¿. The customer reported problem was found during reprocessing. The customer reported prostatectom was completed with another device. No death or injury was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported problem, the ceramic tip at the distal tip is damaged and worn. Additionally, the inspection identified the guide screw was missing attributing to loose components at the proximal end of the device. The device history records (DHR) was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: - before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. - inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). - warning risk of injury impact, fall, shock orsimilar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.